Event description:
I am writing this letter to understand what is going on with the paperwork that you have concerning pacemaker. Also about walking through metal detectors. Because your paper says that it is not good for a person with a pacemaker to go through a metal detector. The doctor here that runs this jail said that I can walk through it. When I go through it I get chest pain. Also headache every time I go through it. I am asking for the truth in this matter, because my life is at stake right now and I need your help dealing with this matter. P.s. Please help me.